Manufacturer narrative:
It was previously determined and reported on medwatch report #3015876-2008-01207, that the device software was incorrectly configured as a semi-automatic defibrillator (shock button required) but the device hardware was configured as a fully automatic defibrillator (shock button cover added). Based on the recorded pt event record, the device operator must have removed the shock button switch cover prior to administering the first shock.

Event description:
Device was originally replaced for recall and reported on medwatch report #3015876-2008-01207. When the device was received and evaluated by physio-control, the pt event record stored in device memory was downloaded. The pt event record indicates that the device was used to treat a person diagnosed in cardiac arrest. A total of eight automated ECG analyses were performed and a shock was advised on the first seven analyses. The shocks were administered to the pt. There was approx a nine second delay between the time the first shock was advised and available until the shock was delivered. The pt's outcome was not reported.